Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter started reading inaccurately at 12:41pm on (B)(6) 2016; however, no results were provided for this time. She claimed that about 6pm on (B)(6) 2016, she obtained an alleged inaccurately high blood glucose result with the subject meter of "240 mg/dl" compared to "195 mg/dl" with a freestyle meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls within lfs' criteria for accuracy. The patient manages her diabetes with a combination of insulin and tablets, including levemir, novolog, glipizide and metformin. She reported that about 6pm on (B)(6) 2016, she administered her usual dose of 95 units of levemir and 25 units of novolog medication. She reported that as a result of the alleged inaccuracy, she developed symptoms of "anxiety attack, sweaty and shaking" which she self-treated with "anxiety medicine", also about 6pm on (B)(6) 2016. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.